Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that during a tympanoplasty surgical procedure, it was observed that the motor device, console device and the foot control device had power while being together but stopped to drill when the surgeon stepped on the foot pedal. There were no delays in the surgical procedure. It was reported that no replacement device was available for use. It was reported that the surgery was completed successfully with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not work when the foot pedal was pressed. Therefore, the reported condition was confirmed. It was further determined that the device wires were broken off the foot pedal connector port causing the device not to work. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.